Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the 4 way valve is leaking. Associated malfunction for this device: hose clamp and zip ties leaking.